Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump fell off the user¿s waist, resulting in a cracked screen and loss of screen function, and a replacement device was arranged. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included continued cgm use with the dexcom app or receiver and planned replacement of the damaged pump. Investigation included review of the event details, verification of shipping and return logistics, and coordination of device replacement and inspection of the returned device. Investigation of this device revealed device damage due to external physical impact to the display assembly, consistent with screen breakage leading to unusable interface without evidence of product malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.